Manufacturer narrative:
Straus, d.c. Et al. Cerebral revascularization for aneurysms in the flow-diverter era.neurosurgery. 2017 may 1;80(5):759-768. Doi: 1 0.1093/neuros/nyx064 the pipeline devices will not be returned for evaluation as they remain implanted in the patients. Based on the provided information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and the causes could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of in-stent stenosis and retreatment after pipeline placement. The purpose of this article was to investigate how flow diverters (fds) have impacted the application and outcomes of cerebral bypass in the treatment of intracranial aneurysms. The authors compared clinical characteristics, surgical technique, and outcomes of patients who underwent cerebral bypass for aneurysm treatment during pre-flow diversion era with the post-flow diversion era. The article provided illustrative cases. Case 1: the patient ((B)(6), female) underwent ped placement in the treatment of a residual aneurysm in the proximal left internal carotid artery (ica). After placement of the ped, angiogram showed good stent placement and significant stasis in the aneurysm. The six month follow-up angiography showed residual aneurysm filling as well as in-stent stenosis; the in-stent stenosis was at a site of a previous stenosis in the cavernous ica. The patient underwent balloon angioplasty of the stenosis, which was unsuccessful. The patient reported experiencing worsening headache. A left ica to left mca bypass was performed using a radial artery graft; the aneurysm was completely occluded. Three months later, the patient's headaches were completely relieved. In addition, the patient's pre-existing symptoms (left facial numbness and blurred vision) were absent. Patient's mrs was 0. Case 3: the patient ((B)(6), male) presented with transient aphasia and right-sided weakness. Imaging revealed a giant, partially thrombosed left mca m2 aneurysm. The aneurysm was treated with a ped. Five months post-procedure, control angiogram showed the ped was patent with minimal aneurysm filling. Seven months post-procedure, the patient was found at home very confused and dysphasic. CT showed aneurysm enlargement, significant surrounding edema, and brain herniation. Dsa showed ped patency with an endoleak from the aneurysm. The patient was admitted and acutely deteriorated with left pupillary dilation and decerebrate posturing. The patient underwent an emergent decompressive craniotomy and anterior temporal lobectomy. Afterward, the patient underwent definitive aneurysm treatment -- an sta-mca bypass was performed. The ped was found to be patent, but without endothelialization. The patient recovered gradually. Fourteen months after surgery, the patient was able to walk independently without hemiparesis, but still had mild expressive dysphasia.